Event description:
It was reported that during a ptca treatment procedure involving a 100% stenotic lesion in the middle portion of a slightly tortuous lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 8 atm's on the initial inflation. The patient was asymptomatic during this event. A terumo introducer sheath (size unknown), a renato guidewire (size unknown), a neat guide catheter (size unknown) and a trence inflation device were also used in this case. Patient status is reported as 'good'.